Event description:
It was reported that the patient implantable cardioverter defibrillator exhibited unspecified oversensing during a magnetic resonance imaging (MRI) check. No intervention was performed. There were no patient consequences.